Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The guide separation was confirmed. The foot retraction problem could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the device was used in a calcified common femoral artery access site. Per the instructions for use: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure in the left popliteal artery, suture placement was attempted in the moderately calcified right common femoral artery with a proglide device using the preclose technique. The arteriotomy was 5f. Reportedly, the foot would not retract. The lever would not return to its original position and the sheath broke off inside the patient. A cut-down procedure was performed to remove the sheath and hemostasis was surgically achieved. There were no reported adverse patient sequelae. There was a reported significant clinical delay in the procedure due to the device breakage and surgical intervention. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.